Manufacturer narrative:
Concomitant medical products: product ID: 3982a, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2017, product type: lead; product ID: 748940, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2017, product type: extension. Product ID: 3982a, serial/lot #: (B)(4), report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the implant was probably not working and caused problems. The patient was not getting help from their device. Instead of pain relief, the patient received electrical shock kind of feeling. At the beginning the patient received an electrical kind of feeling when coughing or changing body position etc. Minimal usage of the device was noted. On (B)(6) 2017 it was found that the battery depleted and creating contact to the device couldn¿t be made. The patient was waiting for an ins replacement procedure. On (B)(6) 2017 high impedances were found. X-rays showed a damaged/broken lead. The ins, lead, and extension were replaced at that time. No further complications were reported or anticipated.